Event description:
Customer called regarding the meter allegedly does not turn on. They did report symptoms of dizziness and lightheaded. They did have a treatment, however, was not specified. There was no evidence of an adverse event, based on the information provided. The customer contacted medical professional for advice. The customer service representative tried troubleshooting and after troubleshooting the meter "turn on but not showed up" on the screen. The meter and the test strips were replaced due to an unresolved issue.